Event description:
This is an international report of air throughout the lines and the caller wants to end therapy and start over with new supplies. This occurred during dwell 1 of 6. The technical service representative (tsr) assisted the caller in ending therapy early. The caller will be sure to have the home patient (hp) drain before filling in fill 1 of 6.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer, therefore d4 is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the reported issue of air in line was not confirmed as the sample was not returned for evaluation. The cause of the reported issue was undetermined.